Manufacturer narrative:
(B)(4): device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to progressive loss of electrode function.it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed december 20, 2013.